Event description:
A customer reported gas would not dispense through the regulator. The patient's procedure, a pneumatic retinopexy, was delayed for one hour due to the need to procure gas from a different facility. Additional information was received from the nurse indicating she had tried every possible configuration of the new regulator with both an existing and a new gas tank and with tubing from the regulator through an in-line filter., then a filter at the outlet side of the regulator without tubing. The nurse stated only when she tried opening the tank valve without any tubing or filter did she geta scarce amount of gas. The nurse also reported that she had tried breaking the seal on the new syringes by moving the plunger in the barrel as well as turning the plunger in the barrel., but she could not get the new regulator to fill the syringe with gas. The nurse confirmed that there had been no change to the provider of their syringes. There was no patient injury reported.

Manufacturer narrative:
A company sales representative visited the site. It was determined that none of the new style regulators would fill a 1ml syringe. However, when experimented, the regulators would fill a 3ml or larger syringe. The company sales representative will continue to work with this facility to find a solution that will accommodate their needs. (B)(4).